Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel leaking) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. The bent pins caused the belt to not make a successful connection to the monitor, causing a gel release from on therapy pad. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's brother contacted zoll customer support to report that the therapy pads on his belt released gel. The patient was provided with a replacement electrode belt.